Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of the treatment. During on site visit, fse (field service engineer) performed device inspection and confirmed device meets specifications as per sir (service installation record). As not treatment report was provided, all treatments of the days were reviewed. The logfile shows that the bcc check for the treatments was conducted between fourteen minutes and eighteen hours thirty minutes before starting procedures instead of immediately before procedure. All treatments were finished successfully without any issue. No relevant deviation between planed and performed energy is detectable for any treatment. No technical root cause could be identified. The root cause could not be determined conclusively without additional information. However, dlk is not related to the device. Contributing factors of dlk could be sterilization of instruments, surgical techniques, pre and post-operative medications. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported diffuse lamellar keratitis in the right eye of a patient, after lasik surgery.